Manufacturer narrative:
The customer¿s report that the tubing cracked at the hub was confirmed. The customer's report of a leak was not confirmed. Visual inspection under magnification observed a small crack in the anti-siphon wall located at the top edge of the female port. Functional testing did not to replicate any leaks with the returned set as reported by the customer. Pressure testing also found no anomalies. It was determined that the crack did not affect the functionality of the set. The root cause of the customer's report could not be identified. A device history record for model 30893-07 with lot number 19025228 was performed. The search showed that a total of (B)(4) were built in 1 lot on 06feb2019. The search showed that there was one quality notification post production of the set. A global hold on the lot was initiated.

Event description:
It was reported that in the birthing center, tubing cracked at the hub which resulted in a pain medication leaking below the connection site during patient use. This event did not result in a serious injury, and it was reported it¿s unknown if this event caused a delay or change in the course of treatment.

Event description:
It was reported that in the birthing center, tubing cracked at the hub which resulted in a pain medication leaking below the connection site during patient use. This event did not result in a serious injury, and it was reported it¿s unknown if this event caused a delay or change in the course of treatment.

Manufacturer narrative:
Additional info: a.1;a.2 disregard comment in b7.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that in the birthing center, tubing cracked at the hub which resulted in a pain medication leaking below the connection site during patient use. This event did not result in a serious injury, and it was reported it¿s unknown if this event caused a delay or change in the course of treatment.